Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported by the consumer that the patient had malnutrition which led to the peritonitis (no further detail was provided). On an unreported date in the same year as onset, the patient began treatment for the peritonitis with an unspecified drug which was added to the dianeal (dose and frequency was not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. It was not reported if the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.